Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a strange noise coming from the system controller was not confirmed. The returned system controller (serial number: (B)(6) was functionally tested using laboratory equipment and was found to function as intended. No atypical noises from the system controller were produced during testing, and the audio alarms functioned as intended. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted log file and the log file downloaded from the returned controller contained approximately 8 days of data combined (day 147, hour 23, minute 35 ¿ day 156, hour 5, minute 0 per the timestamp). The log files captured pump stops and speed drops below the low speed limit on day 153, hour 11, minute 36 and on day 156, hour 4, minute 24; these are addressed via the pump investigation (related manufacturer report number: 2916596-2021-00149). The controller properly alarmed with pump off, low speed, and low flow hazard alarms during the pump stop and speed drop events. The data in the log files did not indicate any issues with the system controller that would have contributed to the pump stop and low speed events. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) patient handbook under ¿the system controller¿ and ¿display module¿ and heartmate ii lvas operating manual under section 8 ¿system controller¿ cover all alarms (visual and audible), including the pump off, low flow, low voltage advisory, low speed, and controller cell low alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii lvas patient handbook under "caring for the system controller power leads" and under ¿cleaning batteries and clips¿, and heartmate ii lvas operating manual under section 15.0 ¿periodic inspection, cleaning, & maintenance¿ provides guidelines for the periodic inspection and cleaning of the system controller, 14v batteries, and battery clips. Heartmate ii lvas operating manual also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00149

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had two pump offs on (B)(6) 2021, since then the patient has been on battery support. The patient came back to the hospital on (B)(6) 2021. The patient had a red heart alarm while the engineer was checking the patient's history. The log file that was reviewed contained multiple pump stops. The patient was noted to be asymptomatic. The controller was also exchanged due to a strange noise coming from the controller. The patient was instructed to remain on battery power support. The patient had a planned pump exchange to a heartmate 3 for (B)(6) 2021.